Event description:
The customer reported a no ac power condition. No patient involvement.

Manufacturer narrative:
Conclusion / root cause: the failure of c56 capacitor prevented the power supply from operating on ac power. This report is being submitted as part of the remediation for CAPA (B)(4).